Manufacturer narrative:
UDI (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during the procedure while using the cement removal device, the drill tip fractured due to application of too much pressure. The fractured part remains in the femur shaft. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned and evaluated against the complaint. Upon receipt the drill bit was assembled with ultra drive. Visual inspection found the disk to be fractured from the drill bit. Light scratching was observed on the shaft of the bit. Adhesive was also found to be stuck around the bit. DHR was reviewed and no discrepancies relevant to the reported event were found. Likely root cause for the instrument fracture is due to increased pressure applied. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report additional information. (B)(4).